Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009049, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009049". The count of complaint is (B)(4) which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009049 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine 12 on 08-sep-2024, with a total of (B)(4) units. The sub-assembly lot 4j01591 was manufactured according to the (wi) version 27 on 08-sep-2024, with a total of (B)(4) units. The sub-assembly lot 4h04661 was manufactured according to the (wi) version 27 on 08-sep-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4h04642 was manufactured according to the (wi) version 42 and manufactured in the machine 04 and 08, on 08-sep-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4h04621 was manufactured according to the (wi) version 42 and manufactured in the machine 04 and 08, on 06-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test. - (wi) guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test. For the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to emergency room (ER) due to hyperglycemia on (B)(6) 2025. Blood glucose level at the time of event was 330 mg/dl and it was treated with intravenous (IV) drip. Patient also had symptoms of cramps. Patient was also found positive for ketones and the value were 2 mmol/l. Length of hospitalization was less than 24 hours. No further information available.